Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) in a preloaded delivery system, the lens had a scratch. The lens was removed during the initial procedure.

Manufacturer narrative:
The device and the lens were returned in the product carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to mid-nozzle. The lens was returned outside of device, adhered to the exterior in dried viscoelastic. The optic was torn/cut into two pieces, typical of an insertion and removal. The center of the optic was scratched on the anterior surface. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The optic was scratched. The root cause could not be determined. The lens was returned outside of device, adhered to the exterior in dried viscoelastic. The optic was torn/cut into two pieces, typical of an insertion and removal. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).